Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device underwent functional testing; "error code 1870" was not displayed. The customer reported complaint was unable to be confirmed.

Event description:
Information was received that a smiths medical cadd legacy had error code 1870. No adverse effects reported.